Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the first procedure, the wingtool covering of the balloon was not removed when they tried to advance the balloon through the scope. They were finally able to push the balloon to the end of the scope and then had difficulty inflating the balloon. The device and the scope were removed from the patient and the procedure was finished with a different scope and a new cre balloon. The first scope was cleaned and used again for another procedure that same day, in a different patient. Reportedly, when they inserted the biopsy forceps through the scope, the wingtool from the previous procedure was coming out from the scope and detached into the patient. The fragment was successfully retrieved using a grasper. There were no patient complications reported as a result of this event for both patients. The second patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.